Manufacturer narrative:
Inspected one opened and used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 408 mg/dl, current blood glucose is 428 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.